Manufacturer narrative:
Batch review performed on 02 july 2020: lot 165691: (B)(4) items manufactured and released on 22-dec-2016. Expiration date: 2021-12-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medacta medical affairs director: hip revision surgery after cementless tha in a (B)(6) year old woman due to psoas impingement with the cup edge. Radiographic image provided shows suboptimal cup position. We cannot tell if this is the result of post-surgery migration or the surgeon's choice: in the latter case, no explanation for this decision was supplied. The cause of this revision is not to be sought in a defective device.

Event description:
Impingement of the psoas. The cup was not well-positioned. 3 years and 1 month after primary, revision surgery successfully performed.